Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and dat test at 0.08750 inches. Unit had minor scratched display window, broken battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that customer experienced physical damage of insulin pump. It was reported that battery compartment was stripped and broken into pieces. Customer's blood glucose was 400 mg/dl. Customer was advised that insulin pump would need to be replaced.